Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert high/undefined pacing impedance. It was also noted that there was high rv threshold, as well as downward trending r-waves. The rv lead is suspected of being fractured. The lead remains in use. No patient complications have been reported as a result of this event.